Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had partial display. No harm requiring medical intervention was reported. The insulin pump was not bumped or dropped. Customer stated about 10 mins screen had black striped on it he tried to replace battery but same thing happened. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a blank flashing display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a blank flashing white light on the display.